Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: a review of the pump black box showed evidence of short battery life with a drastic voltage drop leading to a cs128 alarm on 23-oct-2017. The battery compartment was found to be cracked at the threads. The returned battery cap was undamaged and was able to fit securely. There was evidence moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. During testing, all current readings measured above specifications. The pump¿s cover was removed and moisture corrosion was found to the printed circuit board on an internal circuit. The complaint of short battery life was duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.